Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon was attempting to put the locking screw in when the trial liner broke.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the reported failure. The polar hole flange is fractured and missing. Evaluation of the returned provisional liner noted wear and tear that indicative of extensive use. Damage was noted in both counter bores. Dimensional evaluation of the returned device verified that it conforms to print specifications. The reported device is used for treatment. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.